Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 140 mg/dl and the sensor glucose was 77 mg/dl at the time of the incident. The customer¿s current blood glucose level was 320 mg/dl and 180 mg/dl. The customer performed watertight tester procedure and it passed. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will return for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.